Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and confirmed the reported sheath carving and no clip deployment. The treatment appears to be related to the operational context of the procedure. The returned device condition confirmed the inability of the user to launch the clip by failure to deploy the thumb advancer. Based on review of the complaint lot history records, the returned device analysis and similar incidents, failure to deploy the thumb advancer appears to be related to the noted break and separated pusher block. Further complaint assessment was performed which confirmed that the most likely cause of both failure to deploy thumb advancer and the clip deployment issues was a fractured pusher tube block component used in the production of the reported complaint lot. Corrective and preventive actions to address this issue are in the process of being implemented per internal operating procedures. The performance of these devices will continue to be monitored. Additionally, five unused, sterile devices with same lot number as reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty. Reportedly, the physician could not deliver the clip from the device. There was difficulty advancing the thumb advancer. The safety release mechanism was used successfully to facilitate device removal. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the clip did not correctly "launch." Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.